Event description:
During removal of the spring wire from the catheter, resistance was encountered and the wire guide unravelled. At the same time, the patient developed rapid atrial fibrillation. The patient had pre-existing diagnosis of cardiac arrhythmias prior to this event. The staff felt that the difficulty the physician encountered might have exacerbated the patient's underlying cardiac problems. Cardioversion was performed and there were no further complications. This appears to be a case of user error.